Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was implanted and while the physician was implanting the right atrial (ra) lead, the rv lead impedance kept increasing to high impedance measurements, and increasing rv thresholds were also observed. The implanting physician then decided to reposition the rv lead and attempted to retract the helix, however, the helix would not retract. The rv lead was explanted and the helix was still unable to be retracted. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The analyst commented the helix does not extend and retract due to being bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.